Manufacturer narrative:
(B)(4)

Event description:
The device was explanted on (B)(6) 2010, due to extrusion of the implanted device. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.